Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported while using the avea ventilator, it displayed extended high ppeak and circuit occlusion with continuous audible alarm. The customer stated there was a patient on the unit when the error occurred, the customer stated the patient was removed from the unit and placed on another unit with no patient harm.

Manufacturer narrative:
Corrected data.